Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of memory fence error was detected. This condition has a potential for patient harm. Visual inspection of the device noted no abnormalities. A review of the system logs showed evidence of a memory verification failure. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Additionally, the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation on a laparoscopic low anterior resection, an error graphic appeared on the display and the handle did not work. A new device was used to resolve the issue and complete the case. There was no patient injury.